Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I am worried that the mouth guard has absorbed the product, and I am taking something I shouldn't [accidental device ingestion]. It still tastes like that product and the flavor doesn't go away [after taste]. I am pregnant/ I used them last week to clean my mouth guard [maternal exposure during pregnancy]. Case description: on 2025-01-14 a spontaneous case was reported in spain by a patient via call center representative (e-mail). This is a prospective pregnancy case with unknown pregnancy outcome. The report concerns a female consumer. The consumer received corega total action (napc+potm+taed tablet) for indication disinfect mouth guard. Batch number and expiry date were unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega total action, the consumer experienced a serious medically significant event I am worried that the mouth guard has absorbed the product, and I am taking something I shouldn't (preferred term: accidental device ingestion), non-serious event it still tastes like that product and the flavor doesn't go away (preferred term: dysgeusia) and I am pregnant/ I used them last week to clean my mouth guard (preferred term: maternal exposure during pregnancy). The outcome of the event's accidental device ingestion, dysgeusia, and maternal exposure during pregnancy was unknown. No medical history was reported. No drug history was reported. The suspect product was reported as corega total action tabs 36ct. The action taken for corega total action was unknown. De-challenge was unknown (action taken was unknown/outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). The causality of the event accidental device ingestion and dysgeusia was reported as reasonable possibility and maternal exposure during pregnancy were considered as not reported/not assessable with suspect corega total action. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "since I am pregnant, can I continue using corega total action denture cleaning tablets to disinfect my mouth guard? I used them last week to clean my mouth guard, but it still tastes like that product and the flavor doesn't go away. I am worried that the mouth guard has absorbed the product, and I am taking something I shouldn't, hence my question."